Event description:
(B) (4). Add'l info to this event: the broken tip of the instrument remained in the pt.

Manufacturer narrative:
(B) (4): the instrument was not returned for analysis. Review of submitted pictures of subject part appears to show the upper dynamic jaw sheared off at the base. We are unable to determine the cause of the event due to inability to examine subject instrument and associated fracture surface.